Manufacturer narrative:
(B)(4). A concorde inserter [product code: (B)(4)] was returned to the chu for evaluation. Visually nothing could be found wrong with the device. Device was then functionally tested via attaching a sample concorde cage. No difficulties engaging and disengaging the cage to the inserter was noted. No effect on device form, fit or function has been identified upon device evaluation. As a result, device is functioning as intended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported devices were used in surgery for the lumber vertebrae herniated disk on (B)(6) 2016. When the surgeon tried to insert the reported implant ¿(B)(4) con bullet lord 9x8x27 5°,¿ he used the reported inserter ¿(B)(4) concorde inserter 9w baynt¿ for minor adjustment. While he was holding the implant with the inserter, he hammered the handle in the opposite direction. Then, the spot, where the implant and the inserter were connected, broke. He decided to leave the implant in the originally fixed location for the following reasons: he could not remove the remaining cage. Also, further cage grinding may cause the implant to migrate forward. He confirmed the implant location was proper by reviewing images. He double-checked if other defects might be noticeable, but none was found. The implant was firmly secured on the bone with its spikes. Finally, he transplanted the bone from the rear area and completed the cage with twenty-minute delay. There was no adverse consequence to the patient. What the surgeon would like to know are as follows: possible causes, such as material, hammering, etc. How the broken implant has an impact on its intensity.